Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported that the patient stated they had urine running down the legs and that it happened all night and they couldn¿t sleep. The patient reported they were in the hospital and they were becoming dehydrated. The patient was wondering if they should increase or not. The patient reported a week ago they met with the manufacturer representative and they told them not to ¿beep up¿ for 1-2 weeks. They also noted they saw their health care physician (hcp) back in february. The patient reported on tuesday, (B)(6) 2018 they were in bad shape and they almost went to the emergency room (ER) because of being dehydrated. The patient stated they drank 2 gallons of water and the last time they increased the stimulation it lasted for a second. Additional information was received from a healthcare provider (hcp) on (B)(6) 2018. It was reported that the patient first started experiencing the urine running down their legs and the dehydration a month ago. When asked for clarification on the hospitalization and if it was in relation to the device/therapy the hcp replied the patient "had turned the device off by accident." Additional information was received from a manufacturer representative. The representative reported they met with the patient on (B)(6) 2018 for a reprogramming at the hcp¿s office. The representative referred to their nlink notes to provide the following information: the patient stated they went to the hospital due to dehydration on (B)(6) 2018 because of low blood pressure and they were put on pedialyte in water to keep hydrated. When the representative connected their myclinical programmer with the patient¿s ins, it stated the patient¿s ins had been off since (B)(6) 2018. The representative reviewed the patient¿s symptoms and they were able to change programs. After programming, the representative reviewed with the patient how to use the programmer. The representative stated they did not know if the therapy caused the dehydration and they did not know if the ins being off since (B)(6) 2018 caused the patient to go to the hospital. The representative stated they did not know what the patient meant by being in ¿bad shape¿ on (B)(6) 2018. The representative reported there was impedance on the 0 <(>&<)> 2 electrode combination so the new programs that were changed did not include the 0 <(>&<)> 2 electrode combination. The representative stated they were able to increase the stimulation on all 4 programs prior to syncing with the programmer and the patient felt stimulation on all 4 programs. The representative reported they did not know what actions had been taken by the hcp concerning the urine running down the patient¿s legs or the increase of stimulation and the stimulation only lasting a second after it was increased. The representative noted they reviewed their findings with the hcp prior to leaving the programming session on (B)(6) 2018 however they had not spoken with the hcp concerning this patient since then. Additional information was received on (B)(6) 2018 from the manufacturer representative. It was reported the impedance on the 0 <(>&<)>2 electrodes was out of range and the representative believed that they were <(><<)> than 4000. The representative reported they did not know the cause of out of range impedance. There were no further complications reported/anticipated.